Event description:
It was reported that the customer a pump and the battery casing was cracked. Customer stated that the pump will not work and that she is getting a battery a battery failure alarm. Customer stated that she went back to her old pump on (B)(6) 2014. Customer noticed the crack on the new pump on (B)(6) 2014. Customer stated that it was probably wear and tear on the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected failed battery test alarms were noted. However, a corroded battery cap contact was noted during the visual inspection. The insulin pump was received with a cracked case on the reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.